Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure devices/malposition of essure device"), fallopian tube perforation ("perforation fallopian tube"), genital haemorrhage ("abnormal, heavy bleeding") and neoplasm malignant ("tumor/teratoma/cancer") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since 2013 and sumatriptan (imitrex) since 2009. In 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines/migraine/headache") and headache ("migraine/headache/headpain"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal): bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive sysytem condition") and uterine pain ("uterus pain") and was found to have weight increased ("weight gain/weight gain"), neoplasm ("tumor/teratoma/cancer"), teratoma ("tumor/teratoma/cancer") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation in 2013). Essure was removed in may 2015. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, migraine, pelvic pain, dyspareunia, weight increased, anxiety, depression, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, headache, dysmenorrhoea, fatigue, alopecia, gastrointestinal disorder, neoplasm, teratoma, neoplasm malignant and uterine pain outcome was unknown. The reporter considered alopecia, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, neoplasm, neoplasm malignant, pelvic pain, teratoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for her symptoms. On or about may of 2015, ms. Mott was required to undergo an additional surgical procedure to remove her fallopian tubes. Previously reported removal date was dec-2014 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2008: results not provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinarytract/vaginal) bladder; apareunia (inability to have sexual intercourse); malposition of essure device, headaches, dysmenorrhea, gastrointestinal or digestive system, hair loss, fallopian tube perforation, tumor, teratoma, cancer, uterus pain were added. Concomitant medications were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube/essure had migrated out of fallopian tubes & were not visible'), device dislocation ('migration of the essure devices/malposition of essure device') and genital haemorrhage ('abnormal, heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since 2013 and sumatriptan (imitrex) since 2009. In 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines/migraine/headache"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal): bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraine/headache/head pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain/weight gain"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anxiety ("anxious"), depression ("depressed") and uterine pain ("uterus pain") and was found to have neoplasm ("tumor/teratoma/cancer/tumor / teratoma / cancer type: tumor"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation in 2013). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, migraine, weight increased, anxiety, depression, cystitis, headache, dysmenorrhoea, fatigue, alopecia, gastrointestinal disorder, neoplasm and uterine pain outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and female sexual dysfunction had resolved. The reporter considered alopecia, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, neoplasm, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for her symptoms. On or about (B)(6) 2015, ms. Mott was required to undergo an additional surgical procedure to remove her fallopian tubes. Previously reported removal date was (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube/essure had migrated out of fallopian tubes & were not visible'), device dislocation ('migration of the essure devices/malposition of essure device') and genital haemorrhage ('abnormal, heavy bleeding') in an adult female patient who had essure (batch no. 626216) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urethral prolapse. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since 2013 and sumatriptan (imitrex) since 2009. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines/migraine/headache"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal): bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraine/headache/headpain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain/weight gain"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anxiety ("anxious"), depression ("depressed") and uterine pain ("uterus pain") and was found to have neoplasm ("tumor/teratoma/cancer/tumor / teratoma / cancer type: tumor"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation in 2013). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, migraine, weight increased, anxiety, depression, cystitis, headache, dysmenorrhoea, fatigue, alopecia, gastrointestinal disorder, neoplasm and uterine pain outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and female sexual dysfunction had resolved. The reporter considered alopecia, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, neoplasm, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for her symptoms. On or about (B)(6) 2015, ms. Mott was required to undergo an additional surgical procedure to remove her fallopian tubes. Previously reported removal date was (B)(6)2014. Right tube 3 # of coils, left tube 5 # of coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-dec-2020: medical records received. Lot number added. Reporter information, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube/essure had migrated out of fallopian tubes & were not visible'), device dislocation ('migration of the essure devices/malposition of essure device') and genital haemorrhage ('abnormal, heavy bleeding') in an adult female patient who had essure (batch no. 626216) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urethral prolapse. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since 2013 and sumatriptan (imitrex) since 2009. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines/migraine/headache"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal): bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraine/headache/headpain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal or digestive sysytem condition") and was found to have weight increased ("weight gain/weight gain"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anxiety ("anxious"), depression ("depressed") and uterine pain ("uterus pain") and was found to have neoplasm ("tumor/teratoma/cancer/tumor / teratoma / cancer type: tumor"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation in 2013). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, migraine, weight increased, anxiety, depression, cystitis, headache, dysmenorrhoea, fatigue, alopecia, gastrointestinal disorder, neoplasm and uterine pain outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and female sexual dysfunction had resolved. The reporter considered alopecia, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, neoplasm, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for her symptoms. On or about (B)(6) of 2015, ms. Mott was required to undergo an additional surgical procedure to remove her fallopian tubes. Previously reported removal date was (B)(6)2014 right tube 3 # of coils, left tube 5 # of coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Lot number: 626216, manufacturing date: 2007-11, expiration date: 2009-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube/essure had migrated out of fallopian tubes & were not visible'), device dislocation ('migration of the essure devices/malposition of essure device') and genital haemorrhage ('abnormal, heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since 2013 and sumatriptan (imitrex) since 2009. In 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines/migraine/headache"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal): bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraine/headache/headpain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain/weight gain"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anxiety ("anxious"), depression ("depressed") and uterine pain ("uterus pain") and was found to have neoplasm ("tumor/teratoma/cancer/tumor / teratoma / cancer type: tumor"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation in 2013). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, migraine, weight increased, anxiety, depression, cystitis, headache, dysmenorrhoea, fatigue, alopecia, gastrointestinal disorder, neoplasm and uterine pain outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and female sexual dysfunction had resolved. The reporter considered alopecia, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, neoplasm, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for her symptoms. On or about may of 2015, ms. Mott was required to undergo an additional surgical procedure to remove her fallopian tubes. Previously reported removal date was (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- outcome of menorrhagia, vaginal bleeding, dyspareunia, pelvic pain, apareunia updated to recovered / resolved. Event teratoma and cancer were deleted incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure devices") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), weight increased ("weight gain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure devices). Essure was removed in (B)(6). At the time of the report, the device dislocation, genital haemorrhage, migraine, pelvic pain, dyspareunia, weight increased, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for her symptoms. On or about (B)(6), (B)(6) was required to undergo an additional surgical procedure to remove her fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.